Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of previously going through troubleshooting and was waiting on supplies, but never received them. Customer began to use backup plan and blood glucose was 500 mg/dl.

Manufacturer narrative:
The customer did express high blood glucose however, it was clarified the customer has been disconnected from the insulin pump for four days due to waiting for insulin pump supplies. The device did not contribute to a reportable serious injury.

Event description:
The customer stated he disconnected from the insulin pump for four days due to waiting for insulin pump supplies. The customer stated that he has been treating his blood glucose via his backup plan.